Event description:
A user facility returned the olympus a high-definition lcd monitor to the olympus service center for service. Upon inspection and testing of the returned device, it was observed, the unit could not power on. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device could not power up due to a faulty power supply. It was noted that the power supply needed to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power of the unit not turning on was caused by a failure of the power supply unit. The root cause of the faulty power supply cannot be identified. Olympus will continue to monitor field performance for this device.